Event description:
During a declotting treatment procedure involving the popliteal vessel, the coating of the zipwire ss guidewire wore off, and the wire subsequently became caught on the catheter. The procedure was successfully completed. No pt injuries were reported.